Manufacturer narrative:
An allergy to retainer or aligner plastic would likely occur in the mouth under the area the appliance covers due to the close proximity of the plastic to the tissue. However, this reaction occurred on the lips, causing enlargement and redness of the lips only. Thus, it is not possible to fully determine if the plastic in question caused the alleged reaction. However, the event as described points to a possible contrubutory effect. While it is unk if the meterial used in this case caused or contributed to the pt's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event is reportable. The device is available for evaluation, though has not been returned as of this report. Further info pertaining to this event, including evaluation results, will be submitted as it becomes available.

Event description:
An allergist reported that a pt developed swelling of the lips during use of an appliance fashioned using essix c+ plastic material. The condition reportedly improved after use of the appliance was discontinued, though the symptoms immediately worsened after use was resumed. It is unk if medical intervention was required to treat the symptoms.